Event description:
It was reported that during a hip scope procedure, the device displayed a hand-piece error message. A smith & nephew back-up device was not available. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of error message was confirmed. It appears that error message was caused by the defective oscillate button which has collapsed due to corrosion on button spring. Cause of oscillate button failure is the oscillate button spring has succumbed to corrosion and collapsed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be corrosion. Factors which can contribute to button assembly corrosion include cleaning and sterilization methods and the chemicals involved. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.